Event description:
Since the patient had the generator replaced in 2011, she reportedly has been experiencing mental status change, however the physician would not provide specifics. The patient has been recently put on psych medications, but the patient is not improving. The physician and family state the mental change occurred right after generator change. The physician does not want to disable the device because she is concerned about the patient's seizure control.

Event description:
A physician reported that she was concerned that the patient's vns device was not functioning properly. However, systems diagnotics are within normal limits, indicating proper device function. She performed an eeg on the patient, and there was no artifact observed with vns stimulation, as she usually observes with other patients. The patient has not had any recent change in seizure medications or lifestyle. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not provide the pertinent information regarding the physician's allegation that the patient has experienced mental status change since the generator was replaced on (B)(6) 2011.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age at the time of the event incorrectly as a result of the date of event being reported incorrectly. Date of event, corrected data: the initial report inadvertently reported the date of the eeg not showing an artifact with vns stimulation incorrectly.

Event description:
The company representative followed up with the physician's office. The physician is reportedly not concerned about this patient, according to the office staff. The physician is apparently not going to provide additional information regarding this patient at this time.